Event description:
Physician was attempting to treat a lesion in the right superficial femoral artery (sfa) using admiral xtreme dilatation balloon catheter. The vessel exhibited little tortuosity, little calcification with 100% stenosis (cto). The lesion diameter is 6mm and length 250mm. It was reported that during initial pre-dilatation, the balloon was inflated to 6atm on the first inflation and then when the operator pulled negative in an attempt to deflate the balloon, it was noted that blood was in the indeflator, indicating a ruptured balloon. Device was removed from packaging, inspected and prepped with no issues noted. The device did not pass through a previously deployed stent. No excessive force used during delivery and no resistance encountered when advancing the device. Another medtronic balloon was used to complete the procedure without incident. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device returned for review). Patient¿s condition affected effectiveness of device (patient lesion morphology- the vessel exhibited little tortuosity, little calcification with 100% stenosis (chronic total occlusion). (No device receive for evaluation). Evaluation conclusion: device failure related to patient condition (patient lesion morphology- the vessel exhibited little tortuosity, little calcification with 100% stenosis (chronic total occlusion). (B)(4).